Event description:
It was reported that the patient went to the urgent care and was diagnosed with a skin irritation. There was a rash. For treatment, the patient was given a steroid cream. The pod was worn longer than 48 hours on the hip/buttocks. The patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.